Event description:
It was reported that during a routine follow ten days post implant it was noted that after removing staples from the wound site, and a slight opening was seen at the wound site. Sterilization strips were applied, and the patient returned to the clinical for an additional check. The incision still had a small opening, but the patient did not have any fever or chills. There was no redness or tenderness to the touch. Antibiotics were performed and an infection was alleged. The patient will be returning for a repeat incision check. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a routine follow ten days post implant it was noted that after removing staples from the wound site, and a slight opening was seen at the wound site. Sterilization strips were applied, and the patient returned to the clinical for an additional check. The incision still had a small opening, but the patient did not have any fever or chills. There was no redness or tenderness to the touch. Antibiotics were administered and an infection was alleged. The patient will be returning for a repeat incision check. Additional information noted that the patient was checked by the physician, and it was noted that the incision had healed well. The patient will continue to be followed routinely. No additional adverse patient effects were reported. The device remains implanted.